Event description:
Complainant alleged that staff members were treating a female pt who had been in an auto accident. The pt had coded during a cat scan procedure. The pt had been monitored for approx. One hr using battery power. There is no indication that the unit provided any error message. The staff defibrillated the pt twice(200j and 300j) and the unit lost power. The pt was moved to where the unit could be plugged into ac power. The pt was defibrillated three more times(300j,360j & 360j). The pt did not survive the code. The complainant indicated that the alleged malfunction did not contribute to the pt outcome.